Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedre. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervertion on the vessel. The physician attempted to deflate the occlusion balloon howvever the occlusion balloon would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and was able to deflate the occlusion balloon. The device was removed and replaced with another to complete the case. The patient is reported to be fine.